Event description:
The customer reported that air passed the uabd with no alarm condition, the patient complained of chest pain and was admitted to the ER, the gambro technical services (gts) functionally tested the uabd in the field with no failure noted.